Event description:
An approx 10 cm x 10 cm area of erythema and inflammation occurred as a result of an extravasation of 50-100 cc of the chemotherapy agent etoposide due to the catheter dislodging from the port. In the investigator's opinion, the port is not suspected of causing the reaction. This was an anticipated event since it occurs commonly with all subcutaneous ports. Device was implanted 3/8/93. Pharmacokinetic studies were done on 3/9 and 3/10/93 and infusion pressures were all under 100 mmhg. The pt was accessed with a port access catheter on 3/10/93. On 3/11/93 the pt received treatment with mitomycin-c and etoposide infused by gravity without difficulty. The pt then received a continuous infusion of velban overnight via another co's infusion pump. On 3/12/93 the pt returned for day two of treatment. The infusion site was clear without sign of redness or swelling, and there was a good blood return noted in the catheter. Etoposide was begun via a gravity drip. After approx 180 cc's had infused, the pt reported feeling some discomfort at the site, and it appeared swollen. Assessment of the site revealed the catheter had become dislodged from the port and the area was red, swollen, and mildly painful. There was an obvious infiltration of etoposide, and it was questionable that some of the velban may have infiltrated. The pt was hospitalized from 3/12 to 3/19/93 to continue receiving chemotherapy via peripheral venous access, and for treatment of the cellulitis at the port site. Maximum temperature recorded was 100.1. The cellulitis was treated with warm compresses, vancomycin and azactam IV. The pt was discharged on 3/19/93 with po antibiotics after significant resolution of the cellulitis.